Manufacturer narrative:
The device was evaluated by ventec who reviewed the device's electronic records and observed data which confirmed the reported issue that its touchscreen locked-up. During testing, however, the reported issue could not be duplicated. As a precaution, ventec replaced the device's front panel board and lcd touchscreen. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be conclusively determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device alarmed touchscreen on the device locked-up and become unresponsive. There was patient involvement associated with the reported event. Medical personnel transferred the patient to a different device for care. There were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.